Event description:
A surgeon reported that temporary hypotony occurred due to air substitution failure during a procedure. The surgeon continued using the cassette, but exchanged the infusion line for a new one in order to complete the case. There was no harm to the pt. After surgery, the surgeon confirmed that the air was unable to be output from the infusion line.

Manufacturer narrative:
The investigation is in progress. A sample has been rec'd, but has not yet been evaluated. A root cause has not been identified. (B)(4).